Event description:
It was reported that during the procedure the occlusion balloon would not deflate. In response to the event, the physician retrieved the guidewire in order to achieve deflation of the balloon. There were not clinical consequences reported due to this event.

Manufacturer narrative:
Subject device is not available.